Event description:
Report received from USA stating that the device has "cord damage; there is a hole in the rubber tubing". It is known that the device was being used during surgery. It is also known that there was no pt or user injury; however, it is unk if there was med intervention related to the event. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplement report will be sent. (B)(4).